Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device would not lock/secure the gauge device. It was further noted that there was an unknown liquid inside the device and the carrier shaft was damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be immersion and improper care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the quick coupling device would not accept the bit device or quick connect with anything. During an in-house engineering evaluation, it was observed that the device would not lock/secure the gauge device. It was further noted that there was an unknown liquid inside the device and the carrier shaft was damaged. It was reported that the event occurred prior to surgery. There were no delays to the planned surgical procedure as an identical device was available for use. There was no patient involvement reported. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.